Event description:
It was reported that pre-procedure the wireless telemetry was not working on the implantable cardioverter defibrillator (ICD). They were unable to use telemetry with this device. Telemetry was lost when programmer header loses contact with device. There is a message in the quicklook observation window stating that 'wireless telemetry no longer available with this device.' Another device was implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found ic discontinuity/open. Analysis confirmed the reported tel-c failure condition. Additional analysis found that the failure was isolated to the rfm. I-v sweeps were performed to check continuity to the rfic and the eeprom ic within the module; the pin ad4_pio4 of the rfic was found to be highly resistive. This failure signature is consistent with the cause being the consumption of the ni/v ubm in the rfic solder bump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.